Event description:
It was reported that three cases of bd maxguard extension set with needleless y-site(s), stopcock(s) and manifold experienced component separation, loose connection and check valve malfunction. The following information was provided by the initial reporter: tubing too long, falls apart easily, the stop clog knobs are loose and tubing falls out, IV fluid washes back and could cause embolism. Knobs had to constantly be tightened.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary the customer reported that the tubing falls apart easily, the stop clogs are loose, the fluid backflows, and knobs wouldn't stayed tightened. The customer returned (B)(4) unused sets of material mx4436, all lot #22019074. The sets were primed with water and tested for the knob tightness, fluid flow, and leakage. There was no leakage found or back flow within the sets. The knobs around the stopcock just after the 3 port manifold were loose on almost all the sets. Despite them being loose, there was no leakage under added syringe pressure and also without tightening. Over time, and with patient movement, the loose knobs and caps could cause leakage. The complaint of loose components is verified. A device history record review for model mx4436 lot number 22019074 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 11jan2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported that three cases of bd maxguard extension set with needleless y-site(s), stopcock(s) and manifold experienced component separation, loose connection and check valve malfunction. The following information was provided by the initial reporter: tubing too long, falls apart easily, the stop clog knobs are loose and tubing falls out, IV fluid washes back and could cause embolism. Knobs had to constantly be tightened.